Event description:
This lead has no known product status. A call to technical services placed on (B)(6) 2013 states that this lead will be capped due to bad lead which was showing 1600ohms and patient getting shocked inappropriately. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).